Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0874 inches. No under delivery anomaly noted. The scratched case and pillowing keypad overlay noted during visual inspection. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. There was no auto suspend listed on the event date (B)(6) 2021 listed on the formatted history file. There was only faultnumber = missed bolus alert(107) at 06:30:00.000 listed on the event date (B)(6) 2021 listed on the formatted history file. The insulin pump passed the functional testing. Unable to confirm alleged high blood glucose. Customer alleged not confirmed for insulin pump over delivery. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
On (B)(6) 2021 the customer was hospitalized for high blood glucose's. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0874 inches. No under delivery anomaly noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the boluses delivered on the event date (B)(6) 2021 listed on the formatted history file. (B)(6) 2021 11:51:41.000 normalbolusprogrammed, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 10, bolusamountdelivered = 10, (B)(6) 2021 11:54:01.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 5.4, bolusamountdelivered = 5.4, (B)(6) 2021 14:16:44.000 normalbolusdelivered, bolusprogrammingmethod = bolus wizard, normalbolusamountprogrammed = 4.9, bolusamountdelivered = 4.9. Please see below for the user suspended on the event date (B)(6) 2021 listed on the formatted history file. (B)(6) 2021 14:24:29.000 insulindeliverystopped sourceid = pump (ngp is in open loop state) reasonforinsulindeliverysuspension = user suspended. There was no auto suspend listed on the event date (B)(6) 2021 listed on the formatted history file. There was only faultnumber = missed bolus alert(107) at 06:30:00.000 listed on the event date (B)(6) 2021 listed on the formatted history file. The insulin pump passed the functional testing. No under delivery anomaly noted. Unable to confirm alleged high blood glucose's. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customer reported via phone call that they had emergency room visit for experiencing high blood glucose on (B)(6) 2021. Blood glucose level at the time of the incident was 501 mg/dl which was treated with manual injections. The customer alleged the insulin pump was under delivering insulin as it was not delivering insulin properly. The customer was no longer on insulin pump. It was unknown whether the auto mode feature was active or not at the time of incident. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.